Event description:
It was reported, that a product approximately 3 months past the expiry date was implanted.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The product remains implanted in the patient . The investigation is in progress. Once the investigation has concluded, a follow-up MDR will be submitted. Remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned as it was implanted and will not be revised. Visual inspection of the label in DHR shows an expiry date on product label as january 28th, 2022. The device history records for item # 159573 lot # 3964775 were reviewed for deviations and / or anomalies with no anomalies / deviations identified. Sterilisation certificate confirms that the process/product meets customer specifications and that zero non-conformities occurred during the irradiation run. The device is used for treatment. Medical records/radiographs were not provided. The likely condition of the device when it left zimmer biomet is conforming to specification. The reported event has not been confirmed as the product was not returned for evaluation and the DHR review did not identify any issues at final release of product from the manufacturing site. The definitive root cause of the reported event cannot be determined with the information provided, however user error is likely to have contributed to the reported event.. An expired product letter by dr imran khan (research director) has been forwarded to complainant detailing theoretical risk of expired product against risk of revision. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.